Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with cgm showing 281 mg/dl and a confirmatory fingerstick of 250 mg/dl approximately two hours after rising above 180 mg/dl following a routine meal; the user was new to the device and had completed a recent infusion set change, and no leakage or occlusion was reported, with glucose trending down during the call, indicating insulin delivery and algorithmic correction. Symptoms included elevated blood glucose without associated acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included complaint handling, user interview, device-use review, and troubleshooting and education. Investigation of this case revealed no device malfunction observed during the call and that insulin delivery was occurring as glucose began to decline. It was concluded that the event involved hyperglycemia with unclear cause and that device function appeared consistent with expected operation while the system adapted to the user.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.